Manufacturer narrative:
Customer reported the one separated at the white spike was from lot 1229639. The four add'l lots were from unk lot numbers. The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. An add'l report will be submitted as soon as the investigation is completed.

Event description:
The reporter stated that the tubing is separating at various connections. Separations are occurring at the spike, cassette, and above the drip chamber. There was no pt injury or treatment associated with this event.